Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve right bundle branch block (rbbb) and left anterior fascicular block (lafb) were noted. Two days following implant left bundle branch block (lbbb) and complete heart block (chb) developed and was treated with a temporary pacemaker. Subsequently, a permanent pacemaker was implanted three days following the valve implant. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that following the valve implant procedure lbbb and rbbb were noted. Twenty days following valve implant, an electrocardiogram showed sinus rhythm with premature atrial contractions and that the bundle branch blocks had resolved. No adverse patient effects were reported. A patient information: updated date of birth: (B)(6) 1946. Ethnicity: no information. Patient race: no information. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.